Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient's husband reported the patient has been experiencing e4 (occlusion) errors on the infusion device over the last few weeks during bolus and basal insulin delivery. He stated he has changed "everything" and the issue persists. He stated she switched to the backup infusion device. He stated he uses lithium batteries and was advised to use alkaline batteries. The patient called back on (B) (6) 2010 to complete troubleshooting. She stated the issue had been ongoing since (B) (6) 2009. The patient changed the battery to an alkaline battery and the battery type was properly programmed in the infusion device. The patient stated she has not experienced any further e4 errors in the past 24 hours since inserting the alkaline battery. She stated that when the e4 error was displayed she would disconnect the infusion tubing at the luer connection and then reconnect the same infusion tubing to clear the error but she was not able to bolus more than 3 units of insulin without e4 being displayed. She stated at times the e4 occurred during the night resulting in elevated blood glucose of 300 mg/dl to over 500 mg/dl. Her target blood glucose level is below 150 mg/dl. She stated she changes the infusion site every 2.5-3 days and the infusion tubing every 5-6 days. She stated she reuses insulin cartridges and she was advised against this. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.